Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
The user reported the fio2 readings from the electronic gas delivery system were inaccurate. An audible alarm was also heard. No other details regarding the event were provided. There was no reported adverse consequence to the pt as a result of this event.